Manufacturer narrative:
Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation was performed, a fracture has been identified at the head. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [iuniht] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
It was reported screw fractured, another screw placed. Patient came with mobility on the crown tooth location 45. When removing the crown the screw was found fractured.

Event description:
It was reported screw fractured; another screw placed. Patient came with mobility on the crown tooth location 29. When removing the crown, the screw was found fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided; patient weight unknown / not provided; lot/serial # unknown / not provided; device expiration date unknown / not provided; device UDI number unknown / not provided; device manufacturer date unknown / not provided.